Event description:
It was reported during procedure; the guidewire got stuck and could not be inserted into the lv lead. The physician elected to remove the lv lead. The patient was in stable condition.

Manufacturer narrative:
The reported field event of the inability to remove the stylet was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the stylet noted the coating was stripped and bunched with the inner coil at the distal end of the connector pin. The coating anomaly would have led to difficulty removing the stylet.